Event description:
A nurse reported five pts, one bilaterally implanted, who had lenses exchanged due to unexpected postoperative refractions following intraocular lens (iol) implant surgery. The surgeon reported most of the pts had prior lasik procedures performed which resulted in biometry and calculation errors. The surgeon does not feel the iol caused or contributed to the event. This pt had not had a prior refractive procedure. She was unable to tolerate the anisometropia. There are six medical device reports associated with the event. This report is for the first pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 10/13/2011 and 10/25/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).